Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that the lead tip was "prolapsed" during insertion into sheath. Despite multiple location attempts, the lead showed no capture and high impedance. An apparent fracture was suspected. The lead was not implanted/used. There were no patient complications reported as a result of this event.